Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device:ovary") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (ess205) (batch no. B65466 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included hypertension. Concurrent conditions included depression, anger, feelings of weakness, thrush of skin nos, back pain, diabetes mellitus, hyperglycemia, malaise, pain in thoracic spine, tinea corporis, blurred vision, memory loss, dysuria, dementia, giddiness, depressive disorder, epilepsy, anemia, anxiety, recurrent uti, seizures and insomnia. Concomitant products included etonogestrel (implanon) until (B)(6) 2013, lamotrigine, paracetamol (acetaminophen) since 2013 and venlafaxine. On (B)(6) 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infections (bladder/ urinary tract/ vaginal)- type:vaginitis"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and rash ("rash"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back area pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, fatigue, menstrual disorder, depression, anxiety and rash outcome was unknown and the genital haemorrhage, vaginal infection, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered anxiety, back pain, depression, device dislocation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, rash, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Most recent follow-up information incorporated above includes: on 30-nov-2018: plaintiff fact sheet received. Event added from pfs: back pain was newly added. Outcome of event genital hemorrhage, vaginal bleeding, menorrhagia and vaginal infection was updated from "unknown" to "recovered/resolved". Reporter information updated. Other relevant history updated. Stop date was newly added. Product information updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two embedded silver metallic essure wires') and device dislocation ('migration / migration of essure device location of device:ovary') in a 42-year-old female patient who had essure (ess205) (batch no. B65466(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included hypertension, vaginitis, vulvovaginitis and perineal pain. Concurrent conditions included depression, anger, feelings of weakness, thrush of skin nos, back pain, diabetes mellitus, hyperglycemia, malaise, pain in thoracic spine, tinea corporis, blurred vision, memory loss, dysuria, dementia, giddiness, depressive disorder, epilepsy, anemia, anxiety, recurrent uti, seizures and insomnia. Concomitant products included etonogestrel (implanon) until (B)(6)2013, lamotrigine, paracetamol (acetaminophen) since 2013 and venlafaxine. On (B)(6)2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infections (bladder/ urinary tract/ vaginal)- type:vaginitis"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and rash ("rash"). In february 2015, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("lower back area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the embedded device, device dislocation, fatigue, menstrual disorder, depression, anxiety, rash, bladder disorder, urinary tract disorder, hypersensitivity, cystitis, urinary tract infection and vaginal discharge outcome was unknown and the genital haemorrhage, vaginal infection, vaginal haemorrhage, heavy menstrual bleeding and back pain had resolved. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Patient received treatment for pain, bleeding, allergic reacton, bladder and urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter's information added.medical history were added.event:two embedded silver metallic essure wires were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: ovary') in a 42-year-old female patient who had essure (ess205) (batch no: b65466(not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included hypertension. Concurrent conditions included depression, anger, feelings of weakness, thrush of skin nos, back pain, diabetes mellitus, hyperglycemia, malaise, pain in thoracic spine, tinea corporis, blurred vision, memory loss, dysuria, dementia, giddiness, depressive disorder, epilepsy, anemia, anxiety, recurrent uti, seizures and insomnia. Concomitant products included etonogestrel (implanon) until on (B)(6) 2013, lamotrigine, paracetamol (acetaminophen) since 2013 and venlafaxine. On (B)(6) 2013, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced vaginal infection ("infections (bladder / urinary tract / vaginal) type: vaginitis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and rash ("rash"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("lower back area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, fatigue, menstrual disorder, depression, anxiety, rash, bladder disorder, urinary tract disorder, hypersensitivity, cystitis, urinary tract infection and vaginal discharge outcome was unknown and the genital haemorrhage, vaginal infection, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Patient received treatment for pain, bleeding, allergic reacton, bladder and urinary problem. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: events: bladder and urinary problems, bladder infection, uti, vaginal discharge, allergic reaction were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device:ovary') in a 42-year-old female patient who had essure (ess205) (batch no. B65466(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included hypertension. Concurrent conditions included depression, anger, feelings of weakness, thrush of skin nos, back pain, diabetes mellitus, hyperglycemia, malaise, pain in thoracic spine, tinea corporis, blurred vision, memory loss, dysuria, dementia, giddiness, depressive disorder, epilepsy, anemia, anxiety, recurrent uti, seizures and insomnia. Concomitant products included etonogestrel (implanon) until (B)(6) 2013, lamotrigine, paracetamol (acetaminophen) since 2013 and venlafaxine. On (B)(6) 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infections (bladder/ urinary tract/ vaginal)- type:vaginitis"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and rash ("rash"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("lower back area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, fatigue, menstrual disorder, depression, anxiety, rash, bladder disorder, urinary tract disorder, hypersensitivity, cystitis, urinary tract infection and vaginal discharge outcome was unknown and the genital haemorrhage, vaginal infection, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Patient received treatment for pain, bleeding, allergic reacton, bladder and urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.